Event description:
It was reported that during induction testing, the device experienced undersensing on the discrimination channel resulting in an error message displayed. Reprogramming was recommended. Device remains implanted and patient to be monitored.